Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 18 march 2020. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 march 2019. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibia at the cement to implant interface. Depuy cement manufacturer was used. Attune ps rp 6n on 4 rp tibia originally implanted with a 7mm poly. The patient was revised to a 4 fb revision tibia with a 14x50mm cemented stem. A size 6 fb 14mm poly was used in the revision. Note that this patient originally had both knees done. The other side is suspected to be loose as well. The patient bmi was 45. The components are being cleaned for return to depuy. Doi: (B)(6) 2017; dor: (B)(6) 2020 left knee.